Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.

Event description:
Rec'd info stating customer was changing cartridge and site. Customer loaded the cartridge with 75 units of insulin and then filled tubing. Instead of pressing fill cannula, customer pressed change cartridge. Reportedly the customer accidentally loaded 2.5 units during the fill tubing step into the body. After 2.5 units, customer realized the mistake and stopped the fill. There was no impact to customer's blood glucose level.